Event description:
A customer contacted beckman coulter (bec) reporting intermittent total bilirubin (tbil) results recovering low on the unicel dxc 600i synchron access clinical system. The customer provided one (1) tbil patient result that was obtained on (B)(6) 2013. Repeats were within the normal range and were reported out of the laboratory. No erroneous results were reported out of the laboratory. The customer also indicated the quality control (qc) was recovering below the laboratory established ranges. It was also discovered that the instrument generated erroneously low results for creatinine kinase (ck), glucose module (glum), and creatinine serum (cr-s) on two (2) different days ((B)(6) 2013 and (B)(6) 2013). This report documents the results obtained on (B)(6) 2013. There was no death, injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
The patient samples are analyzed in their primary tubes and micro cups. The samples are centrifuged by the standard laboratory practice. Quality control (qc) was run prior to and after the event and recovered lower the laboratory established ranges. A bec field service engineer (fse) was initially dispatched to evaluate the instrument. The fse initially performed a precision test which failed. The fse then replaced numerous hardware components on the cartridge chemistry (cc) side including: t-valve, sample probe, sample syringe, reagent syringe, mixer paddle, and a/b valve for the reagent probes. The fse also replaced a sample probe from the modular chemistry (mc) side for the erroneous glum result. Failure mode is unknown, multiple parts were replaced and actions taken, any of which could have caused or contributed to the events. Any of these components could affect any assay including critical assays. The following mdrs are associated with this event: 2050012-2013-00534 and 2050012-2013-00535.